Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to high blood glucose levels after changing the set. The customer's reading was 403 mg/dl. The customer treated with a manual injection. The customer's symptom included feeling tired. The customer reported a no delivery alarm during prime. The customer performed a successful manual prime during troubleshooting. The customer completed troubleshooting and was advised to monitor the issue and to call back if problems persisted. The insulin pump was not replaced or returned for analysis.